Manufacturer narrative:
Further investigation revealed a broken ball bearing and press plug. A malfunctioning motor was identified as the primary cause of the failure. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair and overheating was discovered during the quality investigation testing. No adverse event was associated with the device.